Manufacturer narrative:
Sections with additional information as of 11-jan-2024: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: (B)(6): user has high glucose value.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer going to clinic due to meter result and symptoms related to diabetes. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the customer's condition had improved - able to establish contact with customer who stated she was still feeling the same and had dry mouth. Customer stated she had gone to her local clinic on (B)(6) 2023. The diagnosis was high blood glucose and customer stated that she was given insulin and sent home. Customer advised only that when she went to the clinic, her blood glucose level was high and when she left after they gave her the insulin, it went down to the 300¿s (undisclosed if fasting/non-fasting). Note 2: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the customer's condition had improved and the replacement products resolved the initial concern - able to establish contact with customer who stated she did not currently have any diabetic symptoms and no additional medical attention since the last call was reported. Customer stated the replacement products resolved initial concern.

Event description:
Consumer reported complaint for error message (e-2) and hi blood glucose test results. The hi had been obtained fasting morning of call. The customer is concerned with test results from results obtained of hi. The customer¿s expected am fasting blood glucose test result is 150 mg/dl. The customer reported symptoms of dry mouth/frequent urination; medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer non-fasting and produced test result of hi using true metrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 12/22/2024 and open vial date is on (B)(6) 2023. The meter memory was not reviewed for previous test result history.